Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates. Reportedly, the cartridges were filled with "a little bit more than 300 units" to 300 units. There was no impact to the customer's blood glucose (bg) level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.